Event description:
It was reported that the ultrasonic lithotriptors' transducer suddenly stopped working while crushing the stone during an unspecified therapeutic procedure. It did not detect any errors; there was no overheating and there was no clogging. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.